Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp reported the replacement has not been scheduled yet. The motor stall event has not been resolved. The patient's weight was provided as (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl 2500 mcg/ml; 400 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the pump had multiple motor stalls and recoveries. The stalls were ruled out as being due to an environmental cause. The hcp wanted to shut the pump off and requested the pump off password. The pump off password was provided. The patient had an infection in their foot that was unrelated; therefore, they cannot replace the pump at this time. The pump will be returned for analysis when it is explanted. No symptoms were reported. No further complications were reported.